Manufacturer narrative:
Investigation summary: the customer returned one photo of the sample, but no physical sample. The photo verifies the complaint of separation at the drip chamber. The root cause could not be found from the photo. Device history record review for model 10013364t lot number 21089067 was performed. The search showed that a total of (B)(4)units in 1 lot number was built on (B)(6) 2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd¿ alaris extension set experienced component separation and leakage. The following information was provided by the initial reporter: tubing pulled away from drip chamber.